Event description:
It was reported that during the initial procedure, the tissue allowed a suture to pull through. The doctor removed the tissue and replaced it with a competitor's product. No further complications were reported.